Event description:
The customer reported that¿the cover screw could not be removed, resulting in a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the astra tech implant system. This report is for the dental implant device. The dental cover-screw device report has been submitted separately. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.